Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 412 mg/dl and current blood glucose was also same. Customer declines troubleshooting for the high blood glucose. Customer also reported no delivery alarm on the insulin pump. The blood glucose was 400 mg/dl and insulin pump says no delivery again. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer stated that, the cannula was bent. The device will not be returned for analysis.